Manufacturer narrative:
The pump had minor scratches on the lcd window, a scratched keypad overlay, a cracked belt clip slot, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had severe damages. The customer reported that there were scratches on the screen and from the battery icon down and past the act button. The customer also reported that the plastic pieces have been breaking off and were missing. The customer's blood glucose was 341 at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.